Manufacturer narrative:
Corrected data: manufacturer, contact person, manufacturer name/address, contact office-name/address, continued: contact office-manufacturer site, device evaluated by manufacturer, manufacturer narrative. Additional information: type of report, if follow-up, what type, event problem and evaluation codes. The biomedical engineer reported that the transmitter's battery pack got hot. They tried different batteries, however the issue persisted. The device was not in use on a patient at the time. The biomedical engineer sent the device in to nihon kohden for evaluation and was provided with an exchanged transmitter. The unit was cleaned and evaluated. The reported problem of unit getting hot was duplicated. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operates to manufacturer's specifications. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The biomedical engineer reported that the transmitter's battery pack got hot. They tried different batteries, however the issue persisted. The device was not in use on a patient at the time. The biomedical engineer sent the device in to nihon kohden for evaluation and was provided with an exchanged transmitter. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the transmitter's battery pack got hot.